Event description:
It was reported through remote transmission, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. The patient received inappropriate atp therapy. Program changes were made.

Manufacturer narrative:
.